Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. It was further reported that the rv lead exhibited low unipolar impedance and short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).